Event description:
In 2006, I had to have hernia surgery in which goretex mesh was used. Then in approx eight months later, I had another hernia in which the goretex mesh had webbed onto my intestines and the surgeon had to carefully remove. This surgery was at least 6 hours long and required a very long recovery in which I never felt good and my stomach was always red as if someone had placed an iron on it. This surgery goretex mesh was used again, but in bigger pieces. I suffered for almost another year and then developed a bulging stomach with pus blisters which drained and left open sores on my stomach as well as redness and pain. So in 2007, I under went surgery again to remove the goretex mesh and this time alloderm has been used which so far has shown great improvements. I really feel that this should be investigated as to all the stories I have read online about people having serious problems with goretex mesh as well as my own frightening story. This mesh should not be allowed to be used when it can cause death and this many serious surgeries! I do not even know at this point what may be down the road healthwise for me as to what the problems could occur from having goretex in your body when it is rejected and causes so much pain and suffering. Dates of use: 2006 - 2007. Diagnosis or reason for use: hernias.